Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, universal surgical manipulator (usm 3) became detached from the cannula while staff were cleaning the endoscope. The vessel sealer extend instrument attached to usm 3 ¿punctured¿ the patient¿s liver while the scope was removed for tip cleaning. Staff were able to reattach the cannula to usm 3 and continue the procedure with no further issues. No errors were noted by the technical service engineer (tse) during the call. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter who confirmed the event details. No additional information was provided.

Manufacturer narrative:
A field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. The fse was unable to remove the cannula from universal surgical manipulator (usm) 3 without pressing the cannula release lever. No issues were found, and the system was verified and ready for use. No relevant errors were noted in the system logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs associated with this event has been performed and the following additional information was provided: based on the initial customer report, it was indicated that during removal and cleaning of the endoscope (docked on arm 2), the cannula on arm 3 detached from the arm, causing an unintended motion of the vessel sealer extend (vse) instrument. The system logs indicate that two adrenalectomy procedures on system sk2049 on procedure date 15-oct-2024. In both cases for the majority of the procedures, the endoscope was docked on arm 2, while the vse was docked on arm 3. A review of the first procedure of the day indicates that the endoscope was only removed from arm 2 during a concomitant vse installation once. A pressing of the cannula lever on arm 3 was not detected at this time. A review of the second procedure of day indicates 3 endoscope removals from arm 2 that occurred during concomitant vse installations on arm 3. The endoscope was first removed at one point and at that time, no pressing of the cannula lever on arm 3 was detected. The endoscope was removed again at a later time and at that point, no pressing of the cannula lever on arm 3 was detected. Lastly, the endoscope was removed again and reinstalled at later time. A pressing of the cannula lever on arm 3 was noted while the port clutch button was pressed for 2 seconds. The vse instrument was repositioned and reinserted into the patient at this time. The vse instrument was retracted 153 mm from its original location and then reinserted 86.8 mm from the new location. It is unclear what the reason was for repositioning the vse instrument. The vse instrument was removed again, the port clutch and instrument clutch button were pressed multiple times. The vse was not reinstalled on arm 3 for the remainder of the procedure. Device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. While a definitive root cause cannot be established with the existing information, the probable cause for the unexpected instrument motion is that the cannula mount lever on arm 3 was inadvertently pressed while the vse instrument was installed on arm 3. If the cannula lever is pressed inadvertently, the cannula can disengage from the system arm while the instrument is under control. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.